Event description:
Customer reported cracking of needle hub during puncture of subclavian vein. The cracking of the hub caused air to enter the syringe instead of blood. The procedure was repeated with a new needle. No patient harm reported.

Manufacturer narrative:
(B)(4).the actual device was not returned; however, the customer provided two photos for evaluation. The first photo displayed a needle hub with one large crack. The second photo confirmed the product lidstock. A device history record review was performed and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the customer supplied photos. A device history record review was performed with no relevant findings. A CAPA was previously initiated for this issue. The failure investigation report indicates this issue is design-related.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported cracking of needle hub during puncture of subclavian vein. The cracking of the hub caused air to enter the syringe instead of blood. The procedure was repeated with a new needle. No patient harm reported.